Event description:
Related manufacturer report number: 3006705815-2023-07935 it was reported that the failure to capture was observed on the patient's right atrial (ra) lead. The ra lead was found to have dislodged. The left ventricular (lv) lead was positioned in an anterior branch not conducive for biventricular pacing and therefore not beneficial to cardiac resynchronization therapy (crt) therapy. The ra and lv leads were extracted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found helix was retracted and clogged with blood/tissue. X-ray examination found no anomalies with the exception of damage consistent with procedural damage. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.